Event description:
This rv lead was implanted (B)(6) 2006 and was capped/abandoned on (B)(6) 2014 due to an advisory. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).